Manufacturer narrative:
The associated complaint device was not returned. A clinical evaluation was conducted and the intraoperative findings of the reported elevated metal ion levels and altr may be consistent with findings associated with metal debris; however, the root cause of the reported symptoms noted in the legal claim cannot be concluded, and it cannot be concluded that the reported reactions/events were associated with a mal-performance of the implant. The patient¿s dislocations cannot be ruled out as a contributing factor for the subsequent right hip dislocation and peripheral neuropathy. The patient impact beyond the revision and the expected post-operative healing/pain cannot be determined. No further clinical assessment is warranted at this time. A review of complaint history on the listed part revealed no prior complaints for the listed batch with the same failure mode. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. This included a review of sterilization documents which indicated that the product was sterilized according to sterilization release documentation. Without the actual product involved and/or device information, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened. No further actions are being taken at this time.

Event description:
It was reported that right hip dislocation occurred. Joint reduction was performed to correct the problem.